Event description:
Caller reported a cartridge alarm number 20. There was no adverse impact to the customer's blood glucose level. The customer was informed by technical support that they would receive a replacement pump with updated software. The customer was instructed to use a backup insulin pump to ensure continuous insulin delivery and was guided on how to return the faulty pump. The replacement pump was prepared for shipment, and various instructions were provided to the customer, which they understood and acknowledged.